Event description:
Per the clinic, the device was explanted on (B)(6) 2019. The patient is yet to be re-implanted.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator and infection at implant site which was treated with oral and topical antibiotics. The issue could not be resolved resulting in explant of the device (date not reported).